Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years 1 month post implant of this 27mm mitral mechanical valve was explanted and replaced with a 27mm mitral bioprosthetic valve for unknown reasons. There were no additional adverse patient effects reported.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement of this 27mm valve was due to regurgitation. The patient was non-compliant with their medications, which led to the leaflets of the mechanical valve freezing up due to build up. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.